Manufacturer narrative:
Mindray service representatives replaced the units cpu board.

Event description:
Customer reported a failed displayed on the passport 2 monitor, which may have resulted in a loss of primary monitoring. No pt injury was reported.